Manufacturer narrative:
The device is expected to be returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient heard beep tones from their device. Upon device interrogation, a low voltage alert (code #1003) was recorded on (B)(6) 2014. Boston scientific technical services (ts) was contacted and recommended a memory analysis to determine the replacement interval recommendation. Currently therapy is not effected but the estimated battery voltage remaining cannot be guaranteed. The device memory was reviewed. The low voltage alert was confirmed. Replacement was recommended since the device was not detecting the loss of battery energy, thus the battery status indicators were not reflecting the depletion condition and inaccurate. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.